Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb user experienced the bisector not cutting properly. The physician used the product to finish the procedure. Afterwards, the bisector and #1898 cord was checked by the emsd of hospital and discovered that the resistance in the bisector is very high. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The shop floor paperwork was reviewed for the vasoview 7 xb subassembly. All the test results meet the specifications and results. There were no non-conformities observed. The device was returned to the factory for evaluation. There were signs of clinical usage observed, though no blood or tissue could be detected. The shaft was observed to be bowed or bent at the center of the shaft. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported failure "failure to cut" is not confirmed, however the analyzed failure "bent shaft" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb user experienced the bisector not cutting properly. The physician used the product to finish the procedure. Afterwards, the bisector and #1898 cord was checked by the emsd of hospital and discovered that the resistance in the bisector is very high. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb user experienced the bisector not cutting properly. The physician used the product to finish the procedure. Afterwards, the bisector and #1898 cord was checked by the emsd of hospital and discovered that the resistance in the bisector is very high. The hospital did not report any patient effects.